Event description:
The customer contacted beckman coulter (bec) reporting a spill of approximately 50 cubic centimeters (cc) of diluent while performing start up on the coulter lh 780 hematology analyzer. The leak was not contained within the instrument and some fluid leaked onto the counter. The operator was wearing personal protective equipment (ppe) consisting of a laboratory coat, gloves, and protective eyewear at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection with this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse found that the white blood cell (wbc) bath was loose and leaking. The fse resolved the issue by tightening and reseating the bath. The repair was verified and instrument is working within specifications. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).